Event description:
As reported, during a procedure involving a lower extremity, another manufacturer¿s wire was difficult to remove from a cxi support catheter. After opening the catheter¿s package, it was flushed using ¿standard protocols¿ and the user attempted to advance the catheter over another manufacturer¿s 0.018-inch wire that had been placed in the patient. Reportedly, ¿excessive¿ friction/resistance was encountered, making it difficult to load the catheter. The catheter and wire were advanced to the lesion together for vessel recanalization. The user then attempted to exchange the wire; however, the wire was stuck within the catheter and could not be removed. The wire and catheter were then removed from the patient as a unit. A new support catheter was used to cross the lesion and successfully complete the procedure, using the original 0.018-inch wire. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
E1: phone = (B)(6). H3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.